Event description:
The hcp reported that the patient developed redness, swelling and drainage of the interstim neurostimulator device pocket. The patient did not have meningitis. Cultures of the device pocket were positive for multiresistant staphylococcus aureus. The patient was treated with IV antibiotics and the device system removed. The infection is reported as resolved.

Manufacturer narrative:
To date the devcie has not been returned to medtronic inc. For evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.